Event description:
It was reported that the device was "jumped out" from the package. A target area was located in a mildly tortuous hepatic artery. A 3mm/3.3 mm vortx diamond coil was selected for use. During the preparation, when the device was taken out of the package, the device "jumped out" from the bag. The procedure was completed with another of the same device. No patient complications reported.